Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge catheter. Microscopic examination revealed that the hypotube was separated 68cm from the tip of the catheter. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. After a pb 3.0 non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 3.00mm x 15mm nc emerge® balloon catheter was attempted to be delivered to dilate the lesion; however, the hypotube was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a hypotube break.